Manufacturer narrative:
Product complaint # (B)(4). Retained sample evaluation: five retain samples of incident codes nw2304 and lot number t8003 were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The retain samples were tested for needle pull test and found to meet the specification. Manufacturing records review: as a part of further investigation batch manufacturing record was reviewed. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good record was reviewed for tensile strength value and needle pull-off value at release and found to meet the specification. From the above analysis, it is evident that there was no issue related to the suture quality and processing of this incident lot. As the complaint is related to performance-pull off suture needle, needle pull test is applicable & measurable parameter. Needle pull-off test was performed over five retain samples to check the behavior of the swaging process. All the individual as well as average needle pull-off test values were found to meet the usp specification requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits.

Manufacturer narrative:
Product complaint # (B)(4). The manufacturing records were reviewed, and the manufacturing / packaging criteria were met prior to the release of this batch. To date no sample has been returned. If product is returned or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown plastic surgery on (B)(6) 2019 and suture was used. The needle pulled off the suture during use. No reported patient consequences.